Event description:
The penumbra system reperfusion catheter 032 was in position in the distal m1. After manipulating the separator 032 back and forth during the procedure, the separator 032 snapped at the proximal transition point. This happened with three different separators. There was significant tortuosity noted in the ica. This MDR is associated with mdr3005168196-2010-00504 and 00506.

Manufacturer narrative:
This device is available for return. A f/u MDR will be submitted when the device investigation is complete. The DHR of this manufacturing lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. All parts released met specifications.